Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: programmer, patient. Product ID: 97740, serial# (B)(4). (B)(4).

Event description:
It was originally reported that there was an elective replacement indicated (eri) message, which the patient got on (B)(6) 2015. Additional information received from the patient reported that a few months after implant, the patient received an eos message and his ins died. No trauma or falls were reported. The patient was dissatisfied with the ins longevity. The ins was explanted and replaced. Follow-up is being conducted to determine any patient symptoms, cause of issue, and patient outcome. If received, a supplemental report will be submitted. Indication for use included spinal pain.